Event description:
It was reported via repair work order that the bed could not be moved manually due to malfunction caster tire. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.